Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient called as cellular adapter was received. The patient plugged the communicator and was getting hot and smoking on the cellular adapter. The company representative opted to send a new communicator and cellular adapter. The communicator was no longer in service. No adverse patient effects were reported.